Event description:
During surgical procedure using gelpoint, pieces of the gelpoint came off inside the patient. Two pieces were identified one being a small clear plastic and one being a black piece of plastic. Both were able to be removed and accounted for.